Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the system functioned within specifications. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that system was becoming unresponsive. This occurred during an upload. The system had to be restarted before they could proceed. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.